Event description:
It was reported that during a recanalization procedure, the catheter allegedly stopped working. It was further reported that the guidewire was allegedly stuck with the catheter and was removed as a unit. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3008439199-2022-00134 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 3008439199-2022-00141. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiration date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly stopped working. It was further reported that the guidewire was allegedly stuck with the catheter and was removed as a unit. There was no reported patient injury.